Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the cystoscope was tight due to the patient having a frozen pelvis. It was noted that the irrigation solution had been set up in accordance with the instructions for use (IFU), pressurized saline irrigation was used, and the flow vale was opened with fluid observed to be coming out of the metal cap window. After 5 minutes and 9,021 joules of use, the physician found the fiber beam exhibited diminished vaporization efficiency. The fiber was removed and then gently cleaned with a wet raytec gauze swab. The fiber was then reinserted. The physician then noticed a small amount of light coming from the end of the fiber, suggesting the potential for forward firing. The fiber was replaced, and a second fiber was used to complete the procedure without any complications to the patient.